Event description:
It was reported that the patient was being treated for an unrelated condition in the hospital. Upon interrogation, the right atrial lead exhibited noise, high impedance and high capture thresholds. During lead revision, an insulation anomaly was noted on the lead. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.